Event description:
On (B)(6) 2012, pt's mother reported seeing an e7 (electronic error) message on the infusion device. Mother stated, she removed the infusion device from the pt, so he could take his bath and when she tried to prime the device to put it back on the pt, the device displayed an e7 error message. Mother reported removing the battery and then reinserting it. Mother stated, the infusion device was in stop mode. Mother reported when she attempted to put the infusion device in run mode, the screen displayed an e7 error message. Mother stated, the e7 has occurred several times. Mother reported, the infusion device was in stop mode prior to receiving the e7 error message. Mother stated, the e7 error message has occurred when changing the transfer set, priming the infusion set, or changing the battery. Mother reported she was able to clear the e7 by removing and reinserting the battery, removing the battery and pressing the arrow key then reinserting the battery, or setting the infusion device to rechargeable battery when using an alkaline battery. On follow up call on (B)(6) 2012, pt's mother reported experiencing ongoing e7 error message. Mother stated, they trick the infusion device in the battery set up mode when using alkaline batteries and mark it rechargeable and then the device works, but still no vibration. Mother reported after changing the battery, she was able to clear the e7 and the infusion device is working with no vibration. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.